Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.(B)(4)/

Event description:
"Literature article entitled, ¿does oversizing an uncemented cup increase post-operative pain in primary total hip arthroplasty?¿ by jonathan a. Barrow, et al, published by european journal of orthopaedic surgery and traumatology (2018), 4 pages, https://doi.org/10.1007/s00590-018-2240-9, was reviewed. The aim of this paper was to investigate the relationship between persistent post-operative pain and size difference between implanted acetabular component and native femoral head diameter. The authors studied 265 depuy thas between september 2007 and august 2010. Implanted depuy products: pinnacle cup, corail stem, and a biolox delta ceramic head and liner articulation. Results: there were no revisions noted by final follow-up. 2 dislocations treated with closed reduction. 1 deep infection treated with surgical irrigation and debridement and device retention. 43 cases of pain identified on postoperative patient questionnaire- no treatment was specified by the authors. Captured in this complaint: pinnacle cup: no reported product problem. Biolox femoral head and acetabular liner: implant dislocation. Corail stem: no reported product problem. Patient harms: pain, surgical intervention, infection, joint dislocation. "